Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strip. Inserted batteries. Indicator lights do not flash. Meter did not powered on with button depression and test strip insertion. Meter has been de-cased and performed internal visual inspection. No issues observed. Retain batteries left in meter to keep crystal running. Upon extended investigation the meter was able to communicate with usb cable insertion and was able to power with button press and with strip insertion. The DHR of the neo meter showed that the meter passed all tests prior to release. Therefore this issue is not confirmed.